Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease(flat), and brown particles. A leak test was performed and found an opening on anterior and radius. A microscopic analysis was performed which identified a striated(edge) opening, consistent with use of a surgical tool, on anterior and radius side, and also identified sharp(edge) opening assessed as unidentified(tear) opening. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a striated(edge) opening on anterior and radius side due to surgical damage, and a sharp opening on anterior due to an unidentified (tear) opening.

Event description:
Health professional reported right side deflation. Device was explanted.